Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the surgeon said that the device malfunctioned. It would not open back up once the firing sequence was complete. A harmonic ace device was used to complete the procedure. There were no adverse consequences for the patient.